Manufacturer narrative:
The cobas 6000 c501 module serial number is (B)(4). The investigation is ongoing.

Event description:
The initial reporter received questionable iron gen.2 results from one patient sample tested on the cobas 6000 c501 module. The initial result was 1.6 umol/l. The repeat result in the increased function was 4.5 umol/l.